Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a distributor in (B)(6). "During an inspection after usage on a patient, continued alarm didn't stop and alarm window indicated "motor out of order" and "start at the initial setting". Event recorded several "motor out of order" and "transducer out of order". Our engineer confirmed "xdcr failure", "0.0.970". No harm on a patient.

Manufacturer narrative:
(B)(4). The foreign distributor determined that the cause of this event was a faulty main board. The foreign distributor was shipped a replacement main board to repair the device and return it back into service. The carefusion failure analysis lab representative evaluated the main board and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event.